Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a mechanical thrombectomy to middle cerebral artery, occlusion to segment m1, the physician was able to advance the emboguard 87, 95 cm balloon catheter (bg8795u, 0000176446) to the internal carotid artery (ica) through a tortuous common carotid artery (cca). It was reported that emboguard was found to be stuck at the aortic arch. The emboguard tip was retracted to the cca to straighten out the device. The physician was able to advance the unspecified microcatheter (mc) and the distal access catheter through emboguard however, ¿a lot of friction and resistance¿ was felt. After the first pass, the device was removed, and a kink was observed on the emboguard device. Review of the provided photograph showed evidence of two kinks (one at the proximal and one at the distal section) of the emboguard device. The complaint description indicates that the emboguard was advanced up to the ica without the support of the access catheter. The emboguard IFU (ref 500761458) preparation step 7, instructs the user to ¿insert the dilator/access catheter into the catheter main lumen¿. The advancement of an unsupported emboguard shaft tracking through tortuous anatomy may potentially lead to a kink. From the photo provided it is not possible to determine the precise location and the severity of the kinks. The complaint event describes the observation of one kink, however the emboguard in the photo shows two kinks. The complaint event is confirmed based on evidence of kinks on the emboguard shaft, however it is not possible to determine which kink occurred during the procedure. Root cause of the event could not be determined from the provided pictures. A device history review (DHR) associated with lot number 000176446 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The review of the provided photograph indicates that the emboguard shaft has two kinks, one in the proximal section and one in the distal section. Whilst the complaint event can be confirmed, the root cause cannot be determined from the provided photograph and information. The initial examination of the returned emboguard device identified kinking of the shaft at approximately 731mm, 265mm, 132mm, 62mm and 17mm from the distal tip of the emboguard device. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum ID check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the location of the first kink (731mm from the distal tip) as the ball gauge could not be advanced past this point without resistance. The complaint report detailed that the device was kinked after it was found to be ¿stuck at the arch¿. The returned device had 5 kinks along the shaft. The complaint report detailed that the bgc was kinked when the device got ¿stuck at the arch¿. Multiple kinks were observed on the returned emboguard device therefore, the complaint event is confirmed. However, it is assumed that the additional 4 kinks did not occur during the complaint event. The device was returned coiled in the package. Some of the additional damage on the device is likely caused by product handling/disposal post procedure and/or the placement of the device in a pouch for shipment. Attempts to recreate the kink and flattening indicates that the root cause of the damage on the returned emboguard device may be potentially attributed to patient and procedure specific factors (e.g. Type 1/2 arch). Although the complaint event is confirmed, root cause could not be determined. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a mechanical thrombectomy to middle cerebral artery, occlusion to segment m1, the physician was able to advance the emboguard 87, 95 cm balloon catheter ( bg8795u, 0000176446) to the internal carotid artery (ica) through a tortuous common carotid artery (cca). It was reported that emboguard was found to be stuck at the aortic arch. The emboguard tip was retracted to the cca to straighten out the device. The physician was able to advance the unspecified microcatheter (mc) and the distal access catheter through emboguard however, ¿a lot of friction and resistance¿ was felt. After the first pass, the device was removed, and a kink was observed on the emboguard device.

Manufacturer narrative:
Product complaint # ==> (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Review of the provided photograph showed evidence of two kinks (one at the proximal and one at the distal section) of the emboguard device. The complaint description indicates that the emboguard was advanced up to the ica without the support of the access catheter. The emboguard IFU (ref(B)(4) preparation step 7, instructs the user to ¿insert the dilator/access catheter into the catheter main lumen¿. The advancement of an unsupported emboguard shaft tracking through tortuous anatomy may potentially lead to a kink. From the photo provided it is not possible to determine the precise location and the severity of the kinks. The complaint event describes the observation of one kink, however the emboguard in the photo shows two kinks. The complaint event is confirmed based on evidence of kinks on the emboguard shaft, however it is not possible to determine which kink occurred during the procedure. Root cause of the event could not be determined from the provided pictures. A device history review (DHR) associated with lot number 000176446 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The review of the provided photograph indicates that the emboguard shaft has two kinks, one in the proximal section and one in the distal section. Whilst the complaint event can be confirmed, the root cause cannot be determined from the provided photograph and information. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.